Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of failure code 412:317:850:0000; however, "412:317:850:0000" is not a failure code used by this device and falls under the "undetermined failure code" category. Quality engineering determined that failure code 403 (discovered in the event history of the device) to be related to the reported condition. The root cause was determined to be a defective user interface module printed circuit board, which was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 412:317:850:0000. It is unknown when or at what point in the process this event occurred. Review of the device event history determined that a failure code condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon inspected at a boston scientific warehouse. According to the warehouse employee, during observation of the rigiflex balloon, a hair like fiber was found inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse.